Manufacturer narrative:
A2 - age at time of event: 18 years or older e1 - initial reporter city: (B)(6). Device eval by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded, which indicates that the balloon was subjected to positive pressure. A full balloon circumferential tear was identified located approximately 22mm distal of the proximal markerband. From the circumferential tear, a longitudinal tear was noted which extended for approximately 27mm. The distal section of the balloon material had been pulled distally towards the tip of the device. A visual examination observed damage to the tip of the device. A visual examination found the shaft to be detached approximately 75mm distal from the distal end of the strain relief. The shaft was noted to stretched inside the balloon region. Multiple shaft kinks were also noted. The investigator was unable to insert device into a sheath due to the damage noted to the device. The sheath used by the customer was not returned. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that difficulty removal occurred requiring surgical cut down for removal. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified subclavian vein. An 8.0 x 40, 75cm mustang? Was selected for percutaneous transluminal angioplasty (pta). However, it was noted that the balloon ruptured at 24 atmospheres during the dilation. Upon removal, the balloon got caught in the sheath and could not be retrieved. An attempt was made to remove it along with the sheath, but the device got stuck around the brachial vein and could not be pulled out. As a result, the area around the sheath puncture was cut with scissors to retrieve the balloon and the sheath. It was believed that the side rupture of the balloon was the cause. The procedure was not completed due to this event. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter city: (B)(6).

Event description:
It was reported that difficulty removal occurred requiring surgical cut down for removal. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified subclavian vein. An 8.0 x 40, 75cm mustang? Was selected for percutaneous transluminal angioplasty (pta). However, it was noted that the balloon ruptured at 24 atmospheres during the dilation. Upon removal, the balloon got caught in the sheath and could not be retrieved. An attempt was made to remove it along with the sheath, but the device got stuck around the brachial vein and could not be pulled out. As a result, the area around the sheath puncture was surgically cut down to retrieve the balloon and the sheath. It was believed that the side rupture of the balloon was the cause. The procedure was not completed due to this event. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.